Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per : reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 350-400 mg/dl at the time of incident. The customer reported alarm did not occur during fill tubing. The customer reported event was resolved by complete set change. The reservoir will not be returned for analysis.